Manufacturer narrative:
The returned device was evaluated and the pdm successfully powered on. Data was able to be extracted. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the pdm was found to recognize the activities and powered on immediately with no issue noted. All readings taken from the bg meter were found to be within spec. The pdm was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values reached 153 mg/dl. The patient was given medication (blood pressure treatment), but name is unknown and insulin was delivered. The patient stated that the omnipod personal diabetes manager (pdm) is not calculating blood glucose correctly. No further details.